Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil and oil mist filter were replaced.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (06/04/2014 to (B)(6) 2014) did not reveal a significant trend. The complaint trending for problem code ¿odor/smell¿ did not observe a significant trend over the past 12 months from january 2014 to (B)(6) 2014. The fmea revealed the risk priority number (rpn) associated with "odor/smell" is at an acceptable level. The shuma (system hazard and user misuse analysis) defines the risk as broadly acceptable for mild to moderate exposure to vapor hydrogen peroxide. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.

Event description:
An international customer reported an event of a "strong burning smell" (odor) emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.